Manufacturer narrative:
E1 initial reporter address 1: (B)(6) taiwan (r.o.c.).

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.0x150x90 sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst when first inflated to 8 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient's condition was stable.

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.0x150x90 sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst when first inflated to 8 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient's condition was stable.

Manufacturer narrative:
E1 initial reporter address 1: no.(B)(6). Device evaluation by manufacturer: the sterling device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the guidewire lumen inside the balloon. Microscopic examination revealed a pinhole in the balloon 82mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.